Event description:
It was reported that during a procedure a crbs polarsheath steerable sheath was selected for use. After the sheath was inserted, the dilator was removed and aspiration was made, but air continued to be drawn into the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a crbs polarsheath steerable sheath was selected for use. After the sheath was inserted, the dilator was removed and aspiration was made, but air continued to be drawn into the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection noted that there was visible blood on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure in hemostasis testing. However, the sheath valve was visibly damaged upon return, which could have caused a leak issue in the field. A tear in the hemostatic valve was observed. The "manufacturing deficiency" conclusion code was selected based on analysis of the returned product. Analysis found that the allegation was confirmed. There was a tear in the hemostatic valve due to an off-center puncture which resulted in the polarsheath leaking.

Manufacturer narrative:
Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection noted that there was visible blood on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure in hemostasis testing. However, the sheath valve was visibly damaged upon return, which could have caused a leak issue in the field. A tear in the hemostatic valve was observed. The "manufacturing deficiency" conclusion code was selected based on analysis of the returned product. Analysis found that the allegation was confirmed. There was a tear in the hemostatic valve due to an off-center puncture which resulted in the polarsheath leaking.

Event description:
It was reported that during a procedure a crbs polarsheath steerable sheath was selected for use. After the sheath was inserted, the dilator was removed and aspiration was made, but air continued to be drawn into the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.